Event description:
It was reported that this inflatable penile prosthesis was way too short and stopped working. There was fluid leak in the system. The device was removed and replaced. No patient complications were reported.